Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The date returned to manufacturer was documented as feb 10, 2017 on the previous report. It has been updated as jan 17, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which showed that the coupling tool side was out of specification. It was noted that the saw head was cracked and the trigger was jammed. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment, trigger test, functional test, trigger and electric control unit (ecu) function, oscillation frequency, mode switch test, and performance. The assignable root cause was determined to be due to faulty construction/design. This issue with the cracked saw head has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device swing head was torn, and the trigger was jammed. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment, trigger test, functional test, and trigger with electronic control unit (ecu) function, oscillation frequency, mode switch test, and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.